Manufacturer narrative:
(B)(4). Batch # m91a3x. Additional information was requested and the following was obtained: was the sales rep present for the procedure: no rep was present during the procedure. What heat management techniques were used during the procedure: harmonic ace machine and bair hugger for thermoregulation of the patient. Is the surgeon aware of the warnings in the IFU as to heat: the surgeon has been using the harmonic instrument in his other cases, so I believe he knows how to manipulate this item. When did the burn occur, during use of the device or when the device was resting on tissue: the burn was noticed when the first specimen was out. It was not resting on the tissue hence it was used to pulled out the tissue. What is the severity of the burn: second degree, deep partial thickness what medical intervention was used to treat the burn (such as salve or stitches): they first applied a wet sponge on the burn site then used bactroban post operatively. Are there any anticipated long-term effects from the burn: just the scar. When was the burn noticed: it was noticed intra operatively. Will the patient need any follow-up: the patient will have a follow up for his primary concern which is the post tonsillectomy case. What technique does the surgeon use to reduce the temperature of the shaft/ blade during use: no additional information available. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bilateral tonsillectomy procedure, the procedure started at 1711h. During 1718h, the first specimen out and the surgeon noticed surgical burn at the right upper lip of the patient. The surgeon claimed that the shaft of the harmonic hand piece caused the burn.&#62282;